Event description:
This rv lead was implanted on an unknown date and remains implanted at this time. In a product experience report received on 08/14/2018 the patient complained of some moments of feeling lightheaded. Mode switches recorded showed ventricular loss of capture. The physician requested ventricular output to be changed from auto capture to 4v. The patient will then be followed-up in 4 weeks. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)